Manufacturer narrative:
Received one device. Visual inspection found no damage. The customer reported issue was stated that the pump draws in air and it was not able to be duplicated through testing . There was no found problem with pump function and/or air detector was identified. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump draws in air. There was no reported patient involvement.